Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a stretched extension tube was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr dual lumen powerpicc catheter. Usage residues were observed throughout the catheter and needleless injection caps were attached both luer adapters. The red-luered extension tubing appeared narrow and elongated. Kinks and flattened regions were evident along much of its length. Microscopic inspection of the sample confirmed abundant deformation of the red-luered extension tube. Tactile inspection of the sample confirmed plastic deformation of the red-luered extension tube. The purple-luered extension tube appeared unremarkable. The extension leg deformation, elongation and tensile weakness were all consistent with damage caused by tensile (pulling) stress placed on the extension tube. Such damage may occur if the luer/extension is pulled while the molded joint is secured to the patient. The abundant use residue and event description provided by the complainant indicated that pulling stress occurred while the device was implanted. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm on (B)(6) 2023, it was found that the extension leg was pulled and stretched. The facility requests us to investigate what kind of force was applied to stretch the extension leg and whether there are any bite marks. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm on (B)(6), 2023. On (B)(6) 2023, it was found that the extension leg was pulled and stretched. The facility requests us to investigate what kind of force was applied to stretch the extension leg and whether there are any bite marks. There was no reported patient injury. No other information provided.